Event description:
It was reported that during a lap gastric bypas roux-en-y procedure, the device would not seat onto the handpiece to be tightened. A second device was opened to complete the case and there were no further complications.

Manufacturer narrative:
Upon receipt of the device, it was confirmed that the 4-40 stud from the hand piece was broken off inside the device. Due to the broken 4-40 stud, further functional testing could not be performed. The broken 4-40 stud prevented the device from attaching to the hand piece. It could not be determined why the 4-40 stud from the hand piece broke. Additionally, the device was returned with the blade scratched. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blde damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.